Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: patient safety risk manager. Additional reporter name: (B)(6). Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
This event was reported via medwatch report # (B)(4). It was reported that approximately one minute after the intra-aortic balloon (iab) was inserted, the console indicated that there was a leak in the iab circuit and stopped pumping. The iab was removed and inspected, but no malfunctions were found. A new iab was inserted. There was no patient harm or adverse event reported.